Event description:
It was reported that the pump screen was broken, rendering the touchscreen unreadable. There was no reported impact to customer's blood glucose levels. The pump was able to start, charge, and be recognized by a computer despite the screen damage. The device is set to be returned, and a replacement pump with a new serial number has been arranged by the distributor.